Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: there was chronic atrial lead dislodgement. Atrial lead was to be replaced but the chronic lead was cut instead. Both leads were replaced and capped. No other events were reported.